Event description:
It was reported that the patient presented to the doctor's office with hv (high voltage) impedance values over 200 ohms. There was also reports of multiple therapies delivered. The lead and the ICD were replaced. Additional information subsequently received on the event reports unstable/high thresholds were also noted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other: it was reported that the patient presented to the doctor's office with hv (high voltage) impedance values over 200 ohms. There was also reports of multiple therapies delivered. The lead and the ICD were replaced. Additional information subsequently received on the event reports unstable/high thresholds were also noted. No further patient complications were reported as a result of this event. No conclusion can be drawn. Impedance, high, shock, inappropriate, high threshold.